Manufacturer narrative:
Device investigation: result - the visual analysis of the two pusher assemblies indicate that the assemblies are in a normal post-coil detachment state. The distal detachment tip inner diameter measurements are within spec. The proximal constraint of the coil od is within spec. Visually, the pusher assemblies are consistent with properly deployed coils. The coil is complete and has both the proximal and distal ends in place. Based on the visual analysis, these units were functional at the time of use. Conclusion - the complaint described significant tortuosity in the pt's vessels. It is known that if the spiral cut portion of the hypotube of the coil pusher assembly encounters tortuous anatomy, the pull wire may encounter friction making the release of the coil difficult. This may have been the reason for the difficulty detaching the coils in this case. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician attempted to use three different coils in the pt's aneurysm and all three failed to detach. The pt was not harmed and all coils were removed safety. Three other coils were placed successfully to treat the aneurysm. It was noted that the vertebral artery was very tortuous. This MDR is associated with MDR 3005168196-2011- 00311 and 3005168196-2011-00312.